Event description:
It was reported that a user¿s pump displayed ¿cartridge empty¿ even though the removed cartridge appeared approximately half full, after the user self-filled the cartridge and likely navigated to fill tubing or did not complete the cartridge change sequence. Symptoms included no delivery due to the pump registering no insulin available. Outcomes included resolution after guided troubleshooting and education, which involved using a new cartridge, leaving the infusion set in place, disconnecting tubing from the body, and correctly executing the cartridge and tubing change with priming steps. Investigation included customer interview, device use review, and troubleshooting with education on proper supply change steps. Investigation of this case revealed user handling and incomplete supply change procedure as the cause of the false empty indication, with no device alarm and no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error during the cartridge change workflow.